Event description:
Staff attempted to administer a medication using a vanishpoint syringe with retractable needle. The staff attempted to inject the medication and it started to leak out from around the plunger. Patient did not receive the full dose of the medication. FDA safety report ID# (B)(4).